Event description:
A malfunction was reported with a malfunction code 16-0x20e6. There was no reported adverse impact to the customer's blood glucose level. Technical support performed a pump reset, but the malfunction recurred, leading to the decision to replace the pump. The customer was informed about the pump replacement, confirmed their shipping address, and received instructions for using mdi as backup therapy. They were also instructed to return the faulty pump using a pre-paid label and return box within 10 days.